Event description:
The reporter states that the contact lenses caused her pain. She was told by eye doctor not to wear contact lenses for a few months. The reporter states that she acquired the contact lenses from a store in the mall with the address of (B)(6).